Event description:
During an in-service training session, the company representative observed that the unit failed to autofill. In addition, when triggering from ECG, a "no trigger" message would be displayed; very large artifacts were randomly displayed on the a.b.p.waveform; "electrical codes #52 and #53" messages would randomly appear; and the unit stopped transmitting while the message "modem is not available" would appear.